Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and instability. The reported prosthesis wear and instability could not be confirmed and potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided. Additionally, this device was packaged after initiation of the recall and was not packaged in a non-conforming vacuum bag. H6: corrected health effect and medical device clinical codes.

Event description:
It was reported via legal documentation that approximately 47 months after a left total knee replacement procedure, the patient underwent a revision procedure to address polyethylene wear, pain, swelling, instability, metaphyseal bone damage, cancellous bone loss, and inflamed synovium. Operative note in legal short form noted bone loss and wear of the implant. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D10: concomitant devices: (B)(6) 203-96-67 - fan sawblade ez2213f.m63 90x22 1.27mm strkr 5/6/7. (B)(6) 02-022-45-3020 - truliant tib fit tray cem sz 3f / 2t. (B)(6) 02-020-11-0230 - truliant ps cem fem ps cem left sz 3. (B)(6) 200-02-35 - three peg patella 35mm. The device was not returned for evaluation and no photographs or x-rays were provided for review; therefore the reported event cannot be confirmed through analysis. The cause of the reported event cannot be determined based on the information made available. Should additional, relevant information become available, a supplemental report will be filed accordingly.